Manufacturer narrative:
(B)(4). Date sent: 1/21/2022. D4: batch # v95t1n. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the pouch device was received fully deployed with bag and suture loose. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted to be stretched. In order to evaluate the internal components, the device was disassembled. Upon disassembly of the device, no anomalies were noted with the internal components. The event reported was confirmed and it is related to improper use of the device. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm: were all pouch components retrieved from the patient? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure, the surgeon went to deploy the specimen bag and the bag broke inside the patient. Surgeon had to pick pieces of bag out of body. Surgery was delayed however the pieces were easily removed without additional intervention. Patient consequence was not reported.